Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 32 mg/dl. The customer also reported that, the sensor had difficulties and gave sensor updating alert and not working. Customer does not believe the pump is malfunctioning and attributes the low to her lack of sensor visibility. The device will not be returned for analysis.